Manufacturer narrative:
MFR received date: 09 sep 2019. Date of report received: 11 sep 2019. Although requested, patient information was not disclosed. The customer stated that he believed the power management printed circuit board (pcb) needed to be replaced. However, the customer did not accept repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit operates on battery while connected to alternating current (ac) power. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019.

Event description:
The customer reported that the unit operates on battery while connected to alternating current (ac) power. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.